Event description:
Dexcom was made aware on 04/15/2024, that on 02/01/2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient experienced a skin reaction with pimples, abscess and infection underneath sensor pod area only, which occurred the same day the sensor had been inserted in the abdomen. The patient underwent a surgery due to the experienced abscess. The reaction was treated with oral antibiotic medication (bactrim, 2 times a day). The area was prepared with an antiseptic cleaner before placing the sensor on the body. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).